Event description:
It was reported that the patient experienced Infection HCP provide medication on (b)(6) 2025.

Manufacturer narrative:
Initial 1 of 2.E1: Name: Tandem,Street: 11045 ROSELLE STREET,City: SAN DIEGO,State: CA,Zip Code: 92121.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was Invalid.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.